Manufacturer narrative:
Product event summary: upon analysis it was noted that the upper case was broken and damaged, the lower case and both bail covers were broken, both battery contacts were compressed, the keyboard window was scratched and the lower portion of the liquid crystal display was missing columns. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
The external pulse generator was returned as a loaner return for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.